Event description:
I was reported that the a 102 device was interrogated and found to unexpectedly be at 0 ma output. The battery status was ok and it had been functioning normally upon being checked earlier in the year. The magnet settings were still on. No further relevant information has been received to date.

Event description:
It was reported that the nurse thought that the unexpected disablement issue was user error. The available data in the manufacturer's programming history database was reviewed. Settings indicative of a faulted/interrupted diagnostics test were detected by m3000 v 1.0 software on the date reported by the physician. However, from the data available from the next most recent visit, there is no evidence of a faulted test or partial programming error to explain the disablement. A final interrogation was performed at this visit. After the disablement was detected, the patient was programmed back on to intended settings. No further relevant information has been received to date.